Event description:
It was reported that the pump screen was broken, rendering it non-functional. There was no reported impact on the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.